Event description:
About 3 months ago caller ordered a CPAP mask from her home health agency as she usually did every 3 months. The agency ordered her mask from the manufacturer and it was mailed to the caller, again as usual. Although the caller ordered the same device with the same lot number, the manufacturer sent her a different mask with new head straps, different attachments, and o2 port holes placed near the mouth instead of the nose. Caller stated she had difficulty with the fit and breathing with the new mask therefore she has been using her old mask from 6 months ago. Caller returned the mask to the manufacturer and is upset that her old device has been taken off the market and this new mask was given the same lot number. Caller stated she felt it was deceiving and should be illegal for the manufacturer to make changes with the device and not notify or consult the consumers. Caller reported the incident to her health agency and the manufacturer; initially both denied any changes had been made. After caller returned the device twice and called the manufacturer on multiple occasions they finally validated that the mask has been altered. Caller reported the manufacturer had poor customer service and was concerned that there weren't any suitable options for her moving forward. Customer wants the original 7801 model returned to the market and for the manufacturers to stop labeling different devices with the same number.